Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown end cap/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in united kingdom as follows: it reported that on an unknown date, the tfna screw backed out. The patient is just over three (3) months post op from a complex right proximal femoral fracture with intracapsular extension (neck to subtroch region) fixed on (B)(6) 2022 with a long tfna. The patient was progressing ok until about four (4) weeks ago when he had increased pain and could not weight bear. The patient¿s x-rays show that the tfna lag screw has backed out significantly. The fracture itself has collapsed a little as to be expected but is healing. Revision surgery was performed on (B)(6) 2022 with right long tfna with cement augmentation and small fragment plate. On removal of original tfna, the lag screw was removed without adjusting the set screw in the nail ¿ post nail explanation the lag screw slid in correct orientation without obstruction and when the flexible set screwdriver was utilized to advance the set screw it turned several times before engaging. Noticeable scoring on anterior surface of tfna nail in line with center of aperture for lag screw. This report involves an unk - end caps: tfna. This is report 3 of 3 for (B)(4).